Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a pump infusing a carrier fluid stopped and read, "channel error and new pump needed." The patient's blood pressure "dropped significantly" while the pump was being replaced, but slowly returned to normal range after recommencing the infusion.

Manufacturer narrative:
Concomitant product(s): omit pri tubing. Additional information provided by the customer's medwatch.

Event description:
Received a copy of the customer's medwatch which states: "pumps were set up for a tree change, ran for an hour, took rack of pumps into the room, changed over new fluids to the patient, after 15 minutes, the carrier fluid pump stopped and read channel error and new pump needed. The nurse replaced the pump and in that lost time for infusing the patients blood pressure dropped significantly. After hooking up carrier fluid to new pump, patient's blood pressure slowly came back up."